Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 10-jun-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer remotely assisted the customer with the reimage setup and successfully reimaged the station, restoring it to normal operation. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es did not boot into windows, the cabinet was offline, remote smart service (rss) was offline, and there was no communication. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.